Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant of leadless implantable pulse generator (ipg), the patient experienced a superficial incision surgical site infection. The patient was treated with antibiotics and administered medication. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted a right groin wound secondary to procedure and persistent irritation of the area from underwear. Scant sanguinous drainage noted on the dressing. Erythema approximately one and a half centimeters diameter around the wound. No palpable masses, and no hematoma detected upon assessment. This was a standard of care follow up and patient did not present due to the wound.